Manufacturer narrative:
Gogna, paritosh; et al (2014) ulnar styloid fracture in distal radius fractures managed with volar locking plates: to fix or not? J hand microsurg, (july¿december 2014), 6(2):53¿58. This report is for an unknown volar locking plate. (Other number) UDI: unknown part number, UDI is unavailable. (B)(4) used for increased post-operative loss of ulnar variance, with distal end of ulna impinging into the carpal bones. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article : gogna, paritosh; et al (2014) ulnar styloid fracture in distal radius fractures managed with volar locking plates: to fix or not? J hand microsurg, 6(2):53-58. This study was done with an aim to evaluate the effect of associated ulnar styloid fractures in distal radius fractures managed with volar locking plates. This study involved 47 patients; these patients were divided into 2 groups. 28 patients in group a were associated with an ulnar styloid fracture out of which 12 were males and 16 were females with a mean age of 34.4 years and were followed up for 34.6 months while the remaining 19 patients in group b had distal end radius fractures. In group b, 7 patients were males and 12 were females with a mean age of 32.6 years and were followed up for 36.1 months. All these patients underwent open reduction and internal fixation (orif) with fixed angle volar locking plate (synthes (B)(4), marketed by synthes (B)(4)). At the time of final follow up all the distal end radius fractures united. In group a, 17 patients had ulnar styloid non-union and 11 had union of the ulnar styloid. In group a there were 2 cases of loss of reduction. The first case was a (B)(6) male had collapse of the fracture and developed increased post-operative loss of ulnar variance, with distal end of ulna impinging into the carpal bones resulting in persistent ulnar sided wrist pain. In group b there was one case of loss of reduction with dorsal collapse of the fracture which resulted in fracture healing in a residual dorsal tilt. There was another case of carpal tunnel syndrome which was managed conservatively. Also, radiographs of a (B)(6) female in group a showed union of the distal radius fracture and non-union of the ulnar styloid. This report is for an unknown volar locking plate. A copy of the literature article is attached to the medwatch. This is report 2 of 3 for (B)(4). This medwatch is for the (B)(6) male had collapse of the fracture and developed increased post-operative loss of ulnar variance, with distal end of ulna impinging into the carpal bones resulting in persistent ulnar sided wrist pain.